Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-07611.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report number 1627487-2019-07611. It was reported that post device implant procedure and turning stimulation on, patient felt numbness in their legs and struggled to walk. Programming changes were made however the issue was not resolved. Patient was taken to the emergency room for a computerized axial tomography (cat) scan and further testing. Further programming changes were made, and the physician stated that the patient had good motor response throughout the day and numbness issue was resolved. There were no complications during the procedure. Patient was stable.